Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. The reporter alleged prompts error 1 sc 12 when trying to test with the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Prompts er1 sc12 when trying to test with the meter.